Event description:
It was reported that a caucasian female patient underwent a breast augmentation procedure with mentor smooth round moderate plus profile 300cc saline breast prostheses and suffered several unexplained systemic symptoms, including memory loss, weight gain, inflammation, lupus, loss of 20 pounds two days after surgery, yeast infection, candida infection, anxiety, excessive sweating, bad body odor, joint pain, and blurry vision. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).